Event description:
The caller reported that the cuff of the tracheostomy tube was placed in the pt and two days later a leak was found. At the time of the call, the tracheostomy tube was still in the pt as the physician who inserted the tracheostomy tube did not have a replacement tracheostomy tube. There was no report of any medical intervention performed.